Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Perforation is a known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date(s), patient(s) in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A presentation by a physician had reported perforation, ileus, and j tube displacement. No further information was available and no batch numbers or patient identifiers were provided. Multiple attempts have been made to obtain further information; however, no additional details have been received. If additional info is received, a follow up medwatch will be submitted.